Manufacturer narrative:
Updated: h3 (device evaluated by manufacturer), h6 (investigation findings, investigation conclusions). The device involved in this complaint was not available for evaluation since it was discarded by hospital. Since no objective evidence such as product samples, imagery or videos were provided for investigation, a product non-conformance or device failure could not be confirmed. It could be verified that there are current controls in place to prevent this type of malfunction in our manufacturing process. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Device discarded.

Event description:
As reported by the fcs, a patient who had a 26 mm sapien 3 valve placed was being evaluated for a possible valve-in-valve procedure, approximately 4 years 7 months post-implant. Medical records showed mild to moderate aortic regurgitation and bioprosthetic valve stenosis.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication for device return.

Event description:
As reported by the field clinical specialist, a patient who had a 26 mm sapien 3 valve placed was being evaluated for a possible valve-in-valve procedure approximately 4 years, 7 months following implantation. Medical records showed mild to moderate aortic regurgitation and bioprosthetic valve stenosis.